Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit alarmed with an electrical fail code 119 when fse powered it on in clinical mode. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. Fse found loose connections at front end pcb. Fse re-seated connections. Performed complete pm with full calibration, functional testing, and safety check to factory specifications. Unit passes all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.